Event description:
A pt contacted baxter because she had an 'issue' with her transfer set. During a follow-up call to the pt's nurse, the nurse stated that the pt had tripped over her carpet and fell, and after that the transfer set began to leak. The nurse stated that she saw a pinhole in the tubing when the pt brought the transfer set in to be changed. The nurse also stated that the sample had been discarded, and that the pt has continued therapy successfully after being treated with antibiotics. No injury or medical intervention was reported.

Manufacturer narrative:
Per the pt's nurse, the sample has been discarded.